Event description:
It was reported that a tracheobronchial stent graft allegedly did not deploy completely. The physician went through a 9f sheath to the axillary region of the shoulder area. The tracking anatomy was not tortuous or calcified. When he tried to deploy the stent graft he felt a little resistance. He then removed the device from the patient and used another for a successful deployment. Upon inspection of the first device, reportedly the stent graft was 1/3 deployed. There was no injury to the patient.

Manufacturer narrative:
The device history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The complaint sample has been returned to the manufacturing site and the investigation is underway.